Manufacturer narrative:
The lot number and the device manufacturing date were received and have been added to this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the product will not be returned. Conclusion: dissections and perforations are known potential adverse effects per corevalve IFU and can occur during any invasive procedure. (B)(4).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, a dissection of the right common femoral artery was noted and was repaired with a stent. No adverse patient effects were reported.